Manufacturer narrative:
Initial and final (B)(4) device 1 of 3. E1: patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced three tape not sticking issues on (B)(6) 2026 due to accidental untaping. No further information is available.